Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7087921.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing perifocal electrode edema following a lead implant procedure wherein causing eyelid apraxia. Medication was administered.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing perifocal electrode edema following a lead implant procedure wherein causing eyelid apraxia. Medication was administered. Boston scientific subsequently received information indicating the edema was diagnosed via a CT scan and the patient's status was improving with edema regression and clinical recovery.